Manufacturer narrative:
A medtronic representative clarified that the initial part replacement of the collimator did not resolve the issue and the error message was still being seen. The issue was the x stepper motor connector at the rotor controller was off by one pin. No parts needed to be replaced, only the connector needed to be reconnected. The collimator issue on the imaging system was resolved. A medtronic representative went to the site to test the equipment. The rep reconnected the collimator cable. The imaging system then passed the system checkout and was found to be fully functional.

Manufacturer narrative:
A medtronic representative, following up with the site, opted to replace the collimator. Investigation of returned suspect collimator finds that collimator arrived with shipping brackets in envelope rather than installed. Installed collimator on test imaging system and confirmed error initializing collimator. Observed x leaves, y leaves and filter do not move while motion is readying, resulting in collimator initialization error. Stroke error returned was 1.13. Collimator is jammed. The reported issue was confirmed to be caused by a mechanical failure.

Manufacturer narrative:
Patient information was not made available from the site. No parts were replaced. No parts have been received by manufacturer for analysis. No further issues have been reported.

Event description:
A medtronic representative reported that, while in a spine procedure, the site's imaging system received an "error initializing collimator" message. No further details regarding this issue, or specifically when it occurred, were provided. The surgeon opted to complete the procedure without the use of the navigation system and without the imaging system. Delay in therapy was less than one hour. There was no impact on patient outcome.

Manufacturer narrative:
A software investigation was completed and was unable to determine root cause without further information since the on-going investigation proved to be inconclusive based on the information provided. The logs did not indicate any reference to the ¿error initializing collimator¿ error being displayed. As previously reported, the issue was resolved by reconnecting the x-stepper motor connector to the correct position.